Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(4) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 375cc saline breast implants that the left deflated after implantation. The issue of deflation was diagnosed during doctor¿s examination. As a result, the patient underwent bilateral removal and replacement with left catalog number 3502550, serial number (B)(4), lot number 7562722, and right with catalog number 3502550, serial number (B)(4), lot number 7562722 on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device was received without fluid. Brown foreign material was observed within the device. Pe observed rent at valve. No other anomalies were discovered. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).